Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Patient presented for a device change and insulation abrasion was observed. The lead was capped and replaced.